Event description:
After or (operating room) on [date redacted], patient's cvp (central venous pressure) increased from 6 to 22. Cvp line was flushed and when checked for blood return, drips came back into syringe. Concern for product failure. Patient had a cardiac cath placed 6 days prior, during which a cvp was placed and remained in place for 8 total days, when it was discontinued.